Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump received stuck button alarm. It was also reported that the metal pin was fallen out. Customer stated that they went under water and the insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring =black customer returned insulin pump for alleged keypad unresponsive/button error alarm and exposed to moisture on (B)(6) 2022. Device passed the displacement test and self-test. Device passed the keypad voltage test and function properly during testing. However, back and left keypad trace were corroded. P-cap was attached and locked into place correctly. No stuck key alarm noted during testing. No alerts/ alarm/ anomalies noted during testing. Device was successfully download using thus for history file and trace files. Stuck key alarm was noted on (B)(6) 2022 between 09:17 pm- 09:49 pm on event date in history file. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails. Keypad unresponsiveness/button error alarm is not confirmed. Exposed to moisture is confirmed and located at the electrical board 1, electrical board 2, force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement test and self-test. Unit passed the keypad voltage test and function properly during testing. However, back and left keypad trace were corroded. P-cap was attached and locked into place correctly. No stuck key alarm noted during testing. No alerts/alarm/anomalies noted during testing. Unit was successfully download using thus for history file and trace files. Stuck key alarm was noted on 06/14/2022 between 09:17 pm- 09:49 pm on event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails. Keypad unresponsiveness/button error alarm is not confirmed. Exposed to moisture is confirmed and located at the pcb 1, pcb 2, force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.